Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data in h6 (component code). The customer's allegation was confirmed. The device evaluation found noise appeared on the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported issue occurred due to faulty connection (cn) board. A definitive root cause of customer's allegation of no image could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information: it was reported that the videoscope cable had failure. There was an unspecified delay due to the isolation and replacement of the equipment. There were no reports of patient harm.

Event description:
It was reported that the videoscope cable had no image displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.